Event description:
On (B)(6) 2011, the pt left message stating she suffered eye infection. The pt saw the treating physician on (B)(6) 2011 and has had four eye infections since then. An attempt to contact the treating physician was made to find that incorrect contact details were provided by the pt. Follow up with the pt for correct contact details has been made with no reply to date. This is being filed as unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.